Manufacturer narrative:
No button response due to corroded keypad traces. No button error alarms noted. No ramping numbers noted. Unit had cracked battery tube threads,reservoir tube, reservoir tube lip, reservoir tube window, case window display corners, lcd window, scratched lcd and case. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 232 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.